Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery cap was observed to be stripped. The battery cap was unable to secure to the pump. A test cap was inserted and the pump booted to the "verify" screen. The black box indicated that the pump had a power event on (B)(6) 2011 at 07:55 am; the patient restarted the basal delivery on (B)(6) 2011 at 08:17 am after a cartridge change. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that he awoke this morning and found that the pump did not have power. He attempted to change the battery to resolve the issue, and the battery cap would not sit properly with the new battery. There was no structural damage to the battery cap or the battery compartment. The patient denied corrosion in the battery compartment. He stated that he changed the battery two weeks before the reported incident, and did not have any issues with the battery cap at that time. He stated that the battery cap has never been changed. The user guide instructs the patient to change the battery cap every six months. The patient stated that he did not experience a blood glucose excursion as a result of the power loss.